Manufacturer narrative:
The device remains implanted and is not available for evaluation. Stent dislocation is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
At a postoperative visit the surgeon reports observing that the istent had dislodged. The stent is sitting in the inferior angle and has remained stable postoperatively. The surgeon is continuing to monitor the patient and at this time no intervention has been performed. Additional information has been requested, however the patient's identity and device identifiers are not known.